Manufacturer narrative:
(B)(4). No conclusion code available. Final analysis found that the pulse generator exhibited a false elective replacement indicator alert with a date stamp prior to implant due to electrocautery exposure during explant. The device was set to its nominal settings and tested. Analysis found that the device exhibited normal device characteristics. UDI (di): (B)(4).

Event description:
This report is to advise of an event observed during analysis.